Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated "nurse able to get dose in - switched out between doses. Zero missed therapy", the device was swapped out and that there was no intervention. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.